Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx device was implanted to treat an abdominal aortic aneurysm on an unknown date. On (B)(6) 2018, endologix was made aware of a type 1a endoleak that was discovered during a follow up on (B)(6) 2018. The patient was reported to be in good condition. There is no other information at this time and there have been no additional patient sequelae reported.

Event description:
A secondary procedure was completed. The physician elected to implant a cuff (suprarenal stent graft extension) to resolve this endoleak.

Manufacturer narrative:
The manufacturing record review could not be completed because the lot number was not provided. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 1a endoleak and a secondary endovascular procedure. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.